Event description:
The biomed technician reported an infusor pump in which the pump shuts down in the middle of the cycle. The biomed technician received report from anesthesiologist that pump does not stay running when attempting to set up the pump for pt use. Information was provided that the problem occurred before using the pump on a pt. No pt injury or medical intervention was reported. Although baxter attempted to obtain information, additional details were not available regarding this event. No additional information is available.

Manufacturer narrative:
The device has been requested for evaluation. Should the device be received and an evaluation performed, a follow-up report will be filed.